Manufacturer narrative:
(B)(4). Visual review of the returned packaged stem confirms carton item and lot label identification. Carton was returned with the outer shrink film and top flap previously opened. Bottom flap shows abrasion through the clear film and areas of carton are worn down. Double cavity was removed from the carton for evaluation and confirmed the outer cavity was broken with the tyvek seal previously peeled open. Inner cavity was sealed and undamaged. No other damage was noted. Sterility has been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the femoral stems packaging was cracked, and the top peeled back inside sealed box. No harm or impact reported. Due diligence is complete as multiple attempts were made; however, no further information is available.